Event description:
A caller reported experiencing multiple intermittent occlusion alarms, but cts could not verify the alarm number in the pump history. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.